Event description:
Dealer states tab that caster bolts into is not welded to the frame correctly.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
The device was evaluated by the returns department which found that no defects were found with the casters. Only cosmetic damage; possibly during shipping.

Event description:
Dealer states tab that caster bolts into is not welded to the frame correctly.